Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer opened the back cabinet, inspected the bus cable, and reseated all connections, removed excess debris, verified that the drawer connections were secure, powered the device back on, and allowed it to complete updates, after which the customer logged in and successfully recovered all failed drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer and cubie failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.